Event description:
It was reported that the patient presented to the hospital for an implant procedure. During procedure, it was noted that the low voltage lead unable to retract helix. The low voltage lead was not used. The patient condition was not known.

Manufacturer narrative:
Further information was requested but not received.